Manufacturer narrative:
Lead: model 39565-65, lot# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; programmer: model 37743, serial# (B)(4); recharger; model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall onto his back. The patient was in extreme pain following the fall, and the manufacturer representative instructed him to turn stimulation off. Much of the pain went away after the neurostimulator was turned off. The stimulator had been off for several months. Additional information has been requested but was not available as of the date of this report.